Manufacturer narrative:
H11: b5: it was reported to philips that the device had a low leak co2 rebreathing alarm on-screen and high priority alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. H10: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reviewed the event logs and confirmed error code 1203-alarm message: low leak-co2 rebreathing risk. There were no other codes to note. The customer stated the air inlet filter was very dirty, and the device was due for annual preventative maintenance. It was determined that the gas delivery system (gds) needed to be replaced to return the device to working condition. The customer's bio-med replaced the gds to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Event description:
It was reported to philips that the device had a shutdown and started alarming. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.